Event description:
It was reported that a patient underwent an anterior pelvic floor repair procedure on an unknown date. The mesh in the patient bunched up and was balled up in the bladder. The physician will be operating on the patient to remove the mesh and repair the prolapse. Additional information has been requested.

Manufacturer narrative:
Date sent to the FDA: (B)(6) 2011. Patient (B)(4) - mesh bunching occurred. Device (B)(4) - mesh bunching occurred. Conclusion (B)(4): no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.